Manufacturer narrative:
The date of the event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that images were blurry during inspection for use in an unspecified procedure involving an olympus gastrointestinal videoscope. The customer stated it was a focus issue, a lens problem, and vision was not clear. There was no patient involvement.